Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that a patient presented remotely in clinic with a device that exhibited post paced t-wave oversensing (pptwos). Patient came in clinic and device was reprogrammed. Issue was resolved.

Event description:
New information notes that patient was stable.